Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left main (lm) artery. Pre-dilatation was performed with a 3.0x20mm semi-compliant unspecified balloon dilatation catheter (bdc) at 12 atmospheres (atm). The 3.5x23mm xience prime stent implant was successfully deployed at 12atm. Post-dilatation was performed with 4.0x12mm non-complaint unspecified bdc at 14atm. A vessel dissection was noted, which was treated with deployment of a 3.5x12mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.